Event description:
During a procedure, the surgeon noticed that the liss insertion guide did not align the guide wire in the holes of the df plate. This report is #1 of 2 for the same event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.